Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.